Event description:
Device report from synthes (B)(4) reports an event in india as follows: patient was implanted with unknown plate in approximately (B)(6) 2011. Post-operatively, it is noted that the plate broke. Patient returned to the or on (B)(6) 2011 and hardware was explanted. No further information is available. This is 1 of 1 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of implant is reported as unknown day in (B)(6) 2011.